Event description:
Related manufacturer reference number: 2017865-2024-73518. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead was oversensing noise that triggered inappropriate mode switches and the right ventricular lead exhibited noise and increased capture threshold. The atrial and right ventricular leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and unacceptable threshold were confirmed. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 2.6cm to 2.9cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.